Event description:
It was alleged that the patient underwent total hip arthroplasty on (B)(6) 2008. Revision was alleged to have been performed on (B)(6), 2010 due to pain, during which components were removed and replaced with another hip implant. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2010 due to patient allegations of pain. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to necrosis, metallosis, osteolytic lesions and lymphocytic reaction. The operative notes indicate the acetabular cup was easily removed and the femoral stem was well fixed. Operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00152 through -00155)

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00152/00155).